Event description:
It was reported that during implant device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.